Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was noisy and the insertion tube was sticky. Based on the results of the investigation, the most probable cause of the noisy image is deformation of the scope connector. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined for the sticky insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the image of the gastrointestinal videoscope was noisy and the insertion tube was sticky. There were no reports of patient involvement.